Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient was charging the ins when an informational power on reset (por) appeared. No symptoms were reported. It was confirmed that the patient did not have any exposure to electromagnetic interference recently and it was not related to an over-discharge event. It was reviewed how to clear the por using the patient's programmer, which resolved the por. It was unknown if the therapy was adequate following that because the patient has not been using their device for a while because they have not been experiencing any pain and they did not want to turn the therapy back on to find out. No further complications were reported or anticipated.